Manufacturer narrative:
(B)(4).

Event description:
It was reported that "three weeks after placement of the catheter, the user was unable to aspirate blood from the proximal and the distal lumens, and unable to flush them. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." Additional information received clarified "the issue occurred to the proximal and the medial lumen, not the distal lumen." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. The catheter clamp and fastener were attached to the catheter body. The medial and proximal extension lines were occluded by the extension line slide clamps. No other defects or abnormalities were observed. The catheter body measured 22.125", which is within the specification limits of 21.921" - 22.171" per the catheter product drawing. The outer diameter of the catheter body measured .084", which is within the specification limits of .077" - .084" per the catheter body extrusion product drawing. The outer diameter of the proximal extension line measured .094", which is within the specification limits of .093" - .097" per the proximal extension line extrusion product drawing. The outer diameter of the medial extension line measured .093", which is within the specification limits of .093"-.097" per the medial extension line product drawing. A lab inventory syringe filled with water was attached to the extension lines. The distal lumen flushed as intended. Blockages were met when flushing the medial and proximal lumen. Biological material was cleared from the medial and proximal lumen using a long pin gauge. After clearing the buildup, the medial and proximal extension lines flushed as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The IFU provided with the kit informs the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines." The report of blocked extension lines was confirmed by investigation of the returned sample. The returned catheter met all relevant dimension requirements; however, functional analysis revealed a blockage inside the medial and proximal lumen. The lines flushed as intended after clearing a buildup of hardened biological material. It was noted the reported catheter functioned as expected for three weeks before the defect occurred. The IFU provided with the kit informs the user, "maintain catheter patency according to institutional policies , procedures and practice guidelines." Based on the customer report and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "three weeks after placement of the catheter, the user was unable to aspirate blood from the proximal and the distal lumens, and unable to flush them. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred." Additional information received clarified "the issue occurred to the proximal and the medial lumen, not the distal lumen." There was no medical intervention required. The patient's current condition is reported as "fine".